Event description:
A surgical tech reported that the footswitch worked intermittently and there was an illumination issue during a vitrectomy/retina procedure. After a 20 minute delay, the surgeon completed the case by manipulating the footswitch cable without harm to the pt. The reporter stated at a later date that while she does not believe it had anything to do with the event or any alcon product, she "believe(s) that this is the pt who got an infection postoperatively and loss of vision," the pt's condition at this time is unk. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).